Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that patient had unrelated surgery, the patient did not put ipg into surgery mode and ipg became inoperable. Surgical intervention may take place to resolve the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The event of a patient unable to connect with their ipg was reported to abbott. The system had not been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may had been used. The ipg could not be recovered. As of (B)(6) 2023, surgery had not been scheduled. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.